Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level. The customer did not provide a bg value. Reportedly, the customer believed alleged the pump was delivering "inconsistent amounts of insulin". Customer declined to provide additional information regarding the reported issue.